Event description:
Per the clinic, the patient experienced an extrusion of internal magnet out of the implant (specific date not reported). The implant has also been displaced interiorly. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2026, in order to perform a magnet replacement surgery.